Manufacturer narrative:
Explant approximately 6 years post-implant due to structural valve deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted in the patient. On (B)(6) 2024, an early structural valve deterioration (svd) was noted. The valve surgically removed and replaced.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted in the patient. On (B)(6) 2024, an early structural valve deterioration (svd) was noted. The valve surgically removed and replaced.